Event description:
Pt's husband, (B)(6), informed pharmacy that the ms3 pump would not show the option to start delivery even with a new battery being placed. Pharmacy will be sending out a replacement pump and a return box for the malfunctioning pump. Pt did not miss any remodulin therapy as her other pump is working. No other info is known. Dates of use: from (B)(6) 2012 to current. Diagnosis or reason for use: i27.0.